Event description:
At routine replacement, explantated pacemaker was examined. It appeared that the ventricular lead had a fracture in the insulation and that there was corrosion around the leads. The corrosion appeared to have produced some tissue discoloration. There was no malfunction nor was there any pt intervention.